Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer originally reported that the device would not activate. The device was returned with bare wire exposed.